Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead perforation was observed post implant. Subsequently, the patient underwent a revision procedure, and this rv lead was repositioned. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that right ventricular (rv) lead perforation was observed post implant. Subsequently, the patient underwent a revision procedure, and this rv lead was repositioned. Besides intervention, there were no other adverse patient effects reported.